Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair information is pending from our local business unit in (B)(6). When this information is provided, we will submit a supplemental report.

Event description:
During a preventative maintenance the field service engineer (fse) noted a rise in the drive transducer pressure after performing the pressure test on the cardiosave intra-aortic balloon pump (iabp). The fse also noted a leak test error during the manifold test and a strange noise was generating when the k7 valve was opening and shutting during the operational check. No patient involvement or adverse event was reported.

Manufacturer narrative:
Updated fields: a getinge field service engineer (fse) evaluated the iabp unit and replaced the scroll compressor. Running tests was performed and all passed to specifications. The iabp has been released for clinical use with no reported incident. The date entered in block of the initial MDR was incorrect, and should have been reported as (B)(6) 2018.

Event description:
During a preventative maintenance the field service engineer (fse) noted a rise in the drive transducer pressure after performing the pressure test on the cardiosave intra-aortic balloon pump (iabp). The fse also noted a leak test error during the manifold test and a strange noise was generating when the k7 valve was opening and shutting during the operational check. No patient involvement or adverse event was reported.